Event description:
It was reported that the user received repeated ilet insulin occlusion alerts that reappeared after selecting resume delivery, and a site-only infusion set change with contact detach resolved the issue without abnormal observations. Customer care provided support that included customer support troubleshooting and education focused on occlusion alert meaning and corrective actions. Investigation of this case revealed an occlusion condition resolved by changing the infusion set, consistent with infusion set or site-related flow restriction rather than pump hardware malfunction. No clinical symptoms associated with interruption of insulin delivery due to an occlusion event reported. Outcomes included restoration of therapy after supply change without health consequence or impact. It was concluded, based on previously established findings for similar reports, that the cause was user-correctable infusion set or site obstruction.